Event description:
It was reported that the ilet pump became unavailable due to a depleted battery and the patient, awaiting a new charger, reverted to subcutaneous insulin via pens without resuming a long-acting insulin regimen, resulting in elevated blood glucose up to 357; no device alarms were reported, and the device component was not applicable. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.